Event description:
It was reported a 76 yo female patient, initial knee implanted, unknown date and side, underwent a revision procedure, date of event unknown. The reported information indicated the patient¿s poly was swapped due to the recall, however the serial number provided was not confirmed to be a recall device. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. The device is not available for return as the hospital kept the device. No x-rays or device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.